Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced signal loss and a hypoglycemic event. The patient reported she experienced a hypoglycemic event during the night. Her husband could not awaken her, he tried giving her sugar and then an injection and then he contacted the paramedics. No additional event or patient information is available. Data was provided for evaluation. The complaint of signal loss was confirmed. The root cause was determined to be the transmitter and app were unable to establish a connection.